Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a loose drive link, a frozen locking cam, and a broken bearing were found, which can all contribute to the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.